Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2015 with the following findings: the pump powered on with a blank display. A visual inspection of the display revealed a crack in the display screen. A test display was inserted and was found to function properly. Unrelated to the complaint, the audio bolus button was found to be missing. Also unrelated to the complaint, investigation revealed a cracked battery compartment and the rear label was found to be missing from the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.